Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on the second reload deployment, on the antrum of the stomach, the staples beyond where the reload stopped were partially formed or not formed at all. It was also reported that the staple line was incomplete distally. The surgeon used a new reload to deploy beyond the area of previously partially fired reloads and complete the staple line. The surgical time was extended for more than 30 minutes. The surgeon had to assess the reasons for device stopping during the firing sequence. Surgeon had to reboot the powered device and had to intervene laparoscopically to excise the reinforcement material from the partially fired reload. The surgeon had to retrieve partially formed staples from the gastric tissue. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n1l0186y); sigphandle, sig power sigphandle handle (serial#unknown); unk-sigadapt, unknown signia egia adapter (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y). Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive e xamination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that visual inspection noted that the device was applied on over indicated tissue. Functionally, the reload was loaded to a representative handle. The interlock was overridden and the reload was applied to test media. The interlock was tested and found to function properly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.